Event description:
It was reported that the pt experienced a burning sensation and leg twitching seven minutes into an MRI procedure. The MRI was on the head. The MRI was not completed. The MRI machine used was an open sided (B) (4) ovation machine. It was uncertain whether the implantable neurostimulator had been turned down to zero volts and off. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).